Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were in override mode and the security patch was not updated. A technical support specialist dialed into the station, confirmed there was no override mode, confirmed with the customer that all the stations were working fine and proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was in override and new orders was not crossing over. The customer stated that this malfunction affecting the nurse workflow and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.